Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the lead helix was bent. Visual examination found an external insulation abrasion exposing the outer coil at 24.5-25.5cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. These findings likely caused the reported complaints in the field.

Event description:
It was reported that a chest x-ray revealed the lead was slightly bent. The lead also exhibited increased threshold. The lead was explanted and replaced. No patient symptoms were reported.